Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during priming and a motor position encoder error alarm found in alarm history. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to fill tubing manually. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the rewind, off no power, basic occlusion, prime, displacement and self tests. However, the pump was received stuck in a motor error loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to several alarms in the history file that were due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the unexpected restart alarm due to the motor error alarm. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.